Event description:
Litigation alleges that the patient suffered intense pain in her right hip and down into her leg, difficulty walking, difficulty sitting and difficulty laying on her right side. The patient also suffered from swelling, nausea, fatigue and dizziness. An aspiration revealed a small fluid collection beneath the patient's scar in her right hip. The patient also suffers from pain in her left hip, which is becoming a problem, but she cannot do anything about it until the right hip gets revised.

Manufacturer narrative:
Depuy still considers this investigation closed. 1818910-2014-10383 is a duplicate report of 1818910-2012-28770. 1818910-2014-10383 will be rejected. 1818910-2012-28770 will be kept for investigation purposes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that the patient suffered intense pain in her right hip and down into her leg, difficulty walking, difficulty sitting and difficulty laying on her right side. The patient also suffered from swelling, nausea, fatigue and dizziness. An aspiration revealed a small fluid collection beneath the patient's scar in her right hip. The patient also suffers from pain in her left hip, which is becoming a problem, but she cannot do anything about it until the right hip gets revised. Update rec'd- 4/22/2014: medical records received. Dor provided. Upon revision, low viscosity yellow fluid, green gray discoloration of the synovial tissue, osteolysis, and black corrosive material at the taper were noted. The stem and sleeve are being added to the complaint. Update: 5/8/2014 complaint (B)(4) was found to be a duplicate of this complaint. (B)(4) is being rejected. Update rec'd 1/6/2014 sales rep reported revision surgery. Patient was revised to address pain. There is no new information that would affect this investigation. This complaint was updated on 5/8/2014.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that the patient suffered intense pain in her right hip and down into her leg, difficulty walking, difficulty sitting and difficulty laying on her right side. The patient also suffered from swelling, nausea, fatigue and dizziness. An aspiration revealed a small fluid collection beneath the patient's scar in her right hip. The patient also suffers from pain in her left hip, which is becoming a problem, but she cannot do anything about it until the right hip gets revised. Update rec'd- (B)(6) 2014: medical records received. Dor provided. Upon revision, low viscosity yellow fluid, green gray discoloration of the synovial tissue, osteolysis, and black corrosive material at the taper were noted. The stem and sleeve are being added to the complaint. This complaint was updated on (B)(6) 2014.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.